Manufacturer narrative:
(B)(4).

Event description:
Philips has become aware that in a three monitor pacs configuration, when loading two different applications for viewing, the prior patient's series may display on one of the monitors. All of the image series and images are labeled correctly however, there is potential for misinterpretation and mistreatment.